Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 35-year-old hispanic/latino caucasian female patient underwent a primary breast augmentation surgery with a 450cc mentor memorygel breast implant. Post-operatively, the patient was in a vehicle collision and an airbag deployed into her chest. The patient had a computerized axial tomography scan that confirmed that her right breast prosthesis was ruptured. As a result, the patient underwent removal on (B)(6) 2022.

Manufacturer narrative:
On december 23, 2022, mentor received additional information. Mentor became aware that the patient's prosthesis was replaced with an unspecified silicone breast implant. On january 03, 2023, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On january 09, 2023, mentor completed a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. Manufacturer's reference number: (B)(4).